Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned in three segments in sealed noncompany pouch. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is intact. The optic scratched/marked rejectable. Additional information: the reporter stated the company14 d lens was replaced with a company 15 d lens. The surgeon states that in his opinion the iol did not contribute to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient dis-satisfied with vision and vision off. The lens was then exchanged with company iol different model, following the initial implant procedure. Clinical reason for explantation was malpostion iol and incorrect power. Suture of lens or incision or incision enlargement needed. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).